Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ efaa and clip open ¿ locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed on the mitral valve, reducing mr to a grade of 2. Roughly eight months later, the patient returned to the hospital and echocardiography showed mr had increased to a grade of 4. The two implanted clips remained stable on the leaflets and the physician stated the recurrent mr is due to a progression of disease. On (B)(6) 2022, a second mitraclip procedure was performed. An xt clip was inserted, but while establishing final arm angle (efaa), the clip opened to roughly 30 degrees. Troubleshooting was performed and the clip successfully passed efaa. Therefore, the clip was deployed. However, after deployment, the clip opened to 30 degrees. The clip remained stable on the leaflets and mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.